Event description:
It was reported that an unknown patient underwent a premature ventricular contraction (pvc) ablation procedure with a decanav electrophysiology catheter. There was foreign material inside the package. When the outer box was opened and the sterile package was about to be opened, there was a something like eyelashes inside. The product was replaced, and then the procedure was completed without any problem. The procedure was completed without patient's consequence. On (B)(6) 2022, the customer further confirmed that the foreign material was found inside the pouch. Foreign material inside of pouch is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-oct-2022, the product investigation was completed. Device evaluation details: the device was returned to biosense webster for further evaluation. A decanav electrophysiology catheter was received contained in its original box. Upon receiving the device, a visual inspection was performed, and the box was found in good normal condition (i.e., without folded, torn, moisture or punctured conditions). Also, the inner pouch was visually inspected, and it was found closed in good normal condition (i.e., without folded, torn, or punctured conditions), however, a lose foreign material was observed inside the closed pouch. The foreign material looks like an eyelash, this was tested by fourier transform infrared spectroscopy (ft-ir) concluded that foreign material is primarily composed of a biological-base material, due material morphology presumably is a human hair. This condition matches to the evidence shown in the photo provided by the customer. Due to the finding of the foreign material inside the pouch, a manufacturing meeting was conducted to verify this issue. Manufacturing investigation concludes that the device was properly manufactured; however, a hair was found inside of the sterile barrier. Based on the product revision/evaluation and due to the device was completely seal and according to the for this type of defect it can be confirmed as a manufacturing related complaint. Awareness session was conducted to the associates related with this process. Mre review: a manufacturing record evaluation was performed for the finished device 30718980m number, and no internal actions related to the reported complaint were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-sep-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. However, on 14-sep-2022, the photo analysis was completed based on received photos of the complaint device. According to pictures provided by the customer, foreign material was observed inside the pouch of the device, the foreign material looks like an eyelash, however, this cannot be conclusively determined, once the device will return, further investigation will be performed. A manufacturing meeting was conducted on 07-sep-2022 based on the photo provided by the customer. The customer complaint was confirmed based on the picture received. A manufacturing record evaluation was performed for the finished device 30718980m number, and no internal actions related to the reported complaint were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)